Event description:
It was reported that a female patient was admitted to the hospital on (B)(6) 2014, for a right hemicollectomy surgery secondary to stage 3 colon cancer. On (B)(6), she had a repeat laparotomy and was later transferred to ICU with respiratory failure and septic shock. She was orally intubated on (B)(6) and an anchorfast oral endotracheal tube holder was applied to secure the device. On (B)(6), the anchorfast device was removed and tape was used to secure the et tube. The facility identified an upper lip pressure ulcer which was unstageable. Further assessment on (B)(6) described the upper lip area as a 2 cm x 5 cm x 0.1cm area that was 100% black. The area was swollen and the lesion appeared to be going through the lip. The tongue appeared to have ulceration present on it as well. Facility noted that it was possible that there may have been a herpetic lesion that precipitated the upper lip skin breakdown. On (B)(6), the patient had a plastics consult and plastics documented the upper lip ulceration as a full thickness injury secondary to pressure from the et tube holder. On (B)(6) 2014, an abdominal procedure was carried out and the upper lip was debrided and closed. The patient expired (B)(6) 2014 unrelated to the upper lip injury.

Manufacturer narrative:
It was not documented by the hospital if the anchorfast device was ever changed during the course of intubation from (B)(6) 2014. The device was not reported to have malfunctioned.